Manufacturer narrative:
(B)(4). Size incorrect for patient. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced elevated iop, suspected endophthalmitis, iris prolapse and blurred vision. An anterior vitrectomy was performed. The iop was normal after icl explant. The patient had a pre-existing condition of hyperthyrea (grave's disease).

Manufacturer narrative:
Evaluation method: work order search, device history record review, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Visual inspection of the returned product found pieces of both haptics torn off. The lens was returned dry and there was evidence of clear surgical residue. Due to the state of the returned lens, a remeasurement of the lens could not be performed. Medical review - the most probable cause of this event was severe inflammation secondary to iris manipulation to resolve the iris prolapse in the left eye. Regarding the right eye, there is not enough clinical information to determine the exact cause of the elevated iop. However, postoperative elevated iop after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, etc. Iris prolapse is when part of the iris tissue gets incarcerated in the wound or even comes out the wound in intraocular surgery. This occurs when there is a wound created in the cornea and the pressure in the front part of the chamber is low compared to behind the chamber. Floppy iris syndrome is a common cause of iris prolapse. Prompt management is needed to avoid complications. Intraocular inflammation after intraocular surgery is a common event however this is usually mild and does not require any additional interventions than the standard post-operative regimen of medications. In some cases the degree of inflammation may be more severe. Severity depends on the cause: surgical trauma, systemic conditions, presence of toxic substances, infection, etc. Prompt treatment aimed to control inflammation is critical to avoid further adverse events. It is unlikely that the icl was the cause of this adverse event. Every icl undergoes a steam sterilization process. Before releasing the lens, quality department verifies the following for each icl lot: sterilization cycle parameters (time, temperature and pressure) must be met. Biological indicators used for every sterilization batch must be in accordance with specifications to demonstrate sterility. Lal testing must be in accordance with specifications to ensure that the product is free from any endotoxin. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - after explant of the lenses and optimal recovery period, the patient's vision is same as baseline and iop is normal in both eyes. Cultures of vitreous material were taken and laboratory analysis found no bacteria. Sterile inflammation was then diagnosed.